Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A clinical supervisor noted there were variations in a pt's axial length during a biometry examination. Also, the customer reported that it took about four mins to view the registration screen and the equipment is only displaying immediate printing. The examination was completed; however, the doctor considered the results to be unreliable. The pt was sent to another office for remeasurement. There was no harm or injury to the pt.